Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta are clotting. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta are clotting. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and no issues were observed with the additive in the tubes as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical support services had also reached out to the customer facility and provided support/troubleshooting with regards to the clotting issue that the customer was observing. Bd will continue to monitor and work with the customer as needed. Investigation conclusion: based on evaluation of the customer samples, no issues were observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.